Manufacturer narrative:
The device history record has been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual inspection:the sample was not returned; therefore, visual inspection could not be performed functional/performance evaluation:the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review:medical records were not provided; therefore, a review could not be performed. Image/photo review: image/photo was not provided; therefore, a review could not be performed. Conclusion:the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for the reported issue could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states:complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: - turn on all system components and allow them to initialize. The control unit display will indicate that the driver¿s initialization was successful and that the system is ready for the biopsy probe installation. Note: the driver will not initialize with the biopsy probe installed. - for handheld use, press the ¿sample¿ button on the driver to open the tissue acquisition aperture. The ¿vac¿ (vacuum) button may be utilized to evacuate fluid or blood. While firmly holding the driver to maintain the aperture at the target site, press the ¿sample¿ button again to initiate the automated tissue acquisition cycle. A tissue sample will be automatically transported to the tissue collection chamber. If the sample rinse feature is enabled, each sample will be rinsed with saline. Repeat this step to obtain sufficient tissue samples. Note: alternately, the foot pedal ¿sample¿ and ¿vac¿ switches may be used; however, the biopsy device must be calibrated using the ¿sample¿ button on the driver for handheld use. Pressing and holding the foot pedal ¿sample¿ switch will enable continuous sampling. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, the probe was unable to stop sampling allegedly when selection released from the foot pedal. Reportedly, other selections were unable to be selected on the screen and the system was unplugged when the aperture was closed to remove the probe. It was further reported that another probe was placed in the patient for marker placement and the probe began to sample without selection by the health care provider. Reportedly, the probe obtained ten samples before it was able to be removed from the patient. The patient experienced pain and bleeding. It was further reported that the patient was sent to surgery to stop the bleeding and was admitted to the hospital for observation. The patient was discharged the following day and there has been no further treatment reported since the patient was discharged.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has not been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, the probe was unable to stop sampling allegedly when selection released from the foot pedal. Reportedly, other selections were unable to be selected on the screen and the system was unplugged when the aperture was closed to remove the probe. It was further reported that another probe was placed in the patient for marker placement and the probe began to sample without selection by the health care provider. Reportedly, the probe obtained ten samples and hit an artery before it was able to be removed while in motion from the patient. The patient experienced pain, bleeding, bruising, and was admitted to the hospital for observation.